Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer reported that the insulin pump alarmed button error. Customer's blood glucose reading was 80 mg/dl. Customer stated that the insulin pump may have been exposed to moisture. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.